Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 08/24/2018 under wo#'s 246375 & 248326 and shipped on 3/14/2022. Manufacturing record review: DHR's 246375 & 248326 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. There are similar references to coag issues but not in reference to power cycles. This complaint is not relevant. Product receipt: the complaint unit was returned on a repair. However, based on log 101444, this unit was at csi on 12/15/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, one of the smaller internal transformers was loose and resecured. No impact to function. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: one observation is a note indicating the doctor had been attempting to coag through a lot of blood which is not optimal. To coag, the work site must have minimal amount of blood for the device to work in this mode. A potential root cause for the issue encountered is end user error. A root cause is not applicable in regard to the device. The unit was tested to specifications free of defects. Once done with the testing, the unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
G2: foreign: canada. Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an unknown procedure, that the unit would not coagulate. Power to the unit had to be cycled several times to get the function to work. No patient harm reported. No additional information is available. 1216677-2023-00162 lp-20-120 leep 2023-12-0000657.

Manufacturer narrative:
No change to the final investigation findings. Updating the UDI number. Correction to email contact.

Event description:
No additional information.